Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on an unk date. The pt currently being monitored due to unk reason. No other information was received.

Manufacturer narrative:
This case was reopened on february 08, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side(exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
This case was reopened on (B)(6) 2017 to enter additional information which was received on (B)(6) 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a metasul durom, component for femur, cemented a, 46/l on the right side on (B)(6) 2006. The patient was revised on november 30, 2006 due to femoral bone fracture. Main product changed from durom to femoral component as the event related to femoral bone fracture and durom found to be stable.